Event description:
It was reported to boston scientific corporation in 2008 that a rf 3000tm radiofrequency generator was used during a procedure the day prior (patient gender, age and weight unknown). According to the complainant, the rf generator system gave p1 errors (p1 error code per rf generator technical manual: current flow to pad 1 exceeds .78 amperes. There is uneven current distribution amongst the four return pads. Check able routing or coiling). The procedure was aborted due to these errors. The patient's condition at the conclusion of the procedure is unknown.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number and model number; therefore, the device manufacture date and expiration date are unknown. A performance test of the device did not confirm the complaint. The device passed all performance criteria of its final test procedure. Additional testing under environmental conditions of high and low temperature, vibration, and high and low line voltage margins were performed with no occurrence of customer's complaint. Engineering testing included 200 watts rf output into 25 ohm test load while monitoring pad1-pad4 currents resulted in no out of tolerance current levels. The root cause of failure could not be determined with certainty. No impact on patient, user or environmental risk was communicated by customer to stellartech. The occurrence of the pad errors (p1-p4) will leave device in a safe state with no further rf output to the patient: these rf shutdown conditions reduce the risk to patient of pad burn injury in the event of excessive current through any single pad.